Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the echocardiogram performed found vegetation on the right atrial (ra) lead. The implantable cardiac defibrillator (ICD) and ra lead were explanted due to the infection. It was noted that the infection was related to the device however doesn't relate to the procedure. The patient was stable throughout.